Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator alarmed with low leak co2 rebreathing risk. The customer reported there was no patient involvement.

Manufacturer narrative:
Follow-up: the field service engineer states that the unit was evaluated and tested and no problem was found.

Manufacturer narrative:
Updated.